Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
(B)(4). This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the alligator clip on the programmer analyzer cable fell off during the sterilization procedure. It was further noted that the cable was new and sterilized once before use. The cable was returned for analysis. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event. Negative atrial alligator clip is missing. Black boot has been returned with cable. Both red boots have faded. Cable bench test: tested with probe. Continuity tests ok with probe, all other continuity tests ok. No intermittent connection was found. Connections were not shorting out between themselves.

Manufacturer narrative:
Further review prompted a change in the device analysis results.

Event description:
It was reported that the "alligator clip" of the programmer analyzer cable "fell off" during the sterilization procedure. The cable will be returned. There was no patient involvement.